Event description:
The customer reported that a monitor did not alarm, and subsequently, a pt was found unresponsive and not breathing.

Manufacturer narrative:
The customer called requesting retrospective data involving the death of a pt. A phillips field service engineer went on site to obtain logs and test the device. Post incident alarm testing indicated that brady, vtach and asystole alarms were created by the simulator, and alarmed approx at the central station. A review of the logs indicated that in 2009 beginning at 04:23:46 until 06:18:00 there were 8 apnea alarms, 2 brady alarms and 2 asystole alarms that were generated at the central station or beside, and silenced by the user. From 05:14:03 until 05:19:08, there were asystole alarms annunciated approx every minute and again from 05:19:28 until 05:34:04, when they were silenced, either at the central station or the bedside. From 05:43:11 until 06:10:58, every 3 minutes, there were alarm reminders for asystole. The hospital's director of women's services indicated that she doesn't believe that the device malfunctioned, but that it did contribute to a delay in treatment. The available info does not support that there was a malfunction, design or labeling problem, but an issue due to silencing alarms by the customer.